Manufacturer narrative:
E1: initial reporter phone: ext # (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was not infusing proper amount. There was no patient/clinical harm.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿pump not infusing proper amount" was not duplicated and was not verified from event log. The probable cause was unknown. No repairs were carried out. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.